Event description:
Edwards received notification that a 3300tfx21mm magna ease valve was explanted from the aortic position after an implant duration of approximately four (4) years and five (5) months due to calcification in a 70 years-old patient.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative. Updated: a2 (date of birth), b3 (date of event), b5 (describe event), b7 (additional text), d6b, g3, h6 (clinical code, device code, type of investigation) corrected: a2 (age), b5 (describe event), d9, h3, the subject device was returned for evaluation. Calcific degeneration, regurgitation and stenosis were confirmed through product evaluation. A hole was observed on leaflet 2 which measured approximately 2mm x 1mm in size. Leaflet 1 had a 2mm tear in the cusp area. Calcification was evident at the tear and hole. Minimal host tissue overgrowth encroached onto the tissue and into the orifice. Hematoma was observed on the outflow surface of leaflet 3. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 3300tfx21mm valve was explanted from the aortic position after an implant duration of four (4) years and six (6) months due to valve calcific degeneration leading to mixed regurgitation (mild intraprosthetic regurgitation in two jets due to perforations) and stenosis (mean gradient of 47 mmhg, peak gradient of 84 mmhg, valve area of 1.06). A 21mm non-edwards valves was implanted in replacement. The patient was noted as to be doing well after the procedure.

Event description:
Edwards received notification that a 3300tfx21mm valve was explanted from the aortic position after an implant duration of 4 years and 6 months due to valve calcific degeneration leading to mixed regurgitation and stenosis. This was a 69-years-old patient. The patient was experiencing dyspnea before valve replacement. A 21mm non-edwards valves was implanted in replacement. The patient was noted as to be doing well after the procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.